Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation-please describe and stste location of perforation: punctured fallopian tube, uterine puncture or tears") and uterine perforation ("one of the coils had migrated/perforation-please describe and staste location of perforation: uterine puncture or tears") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included abdominal abscess, vaginal cyst and colitis. Concurrent conditions included myalgia, lightheadedness, epigastric pain, stress incontinence, female and urinary frequency. Concomitant products included famotidine since 2016 and ibuprofen (motrin) since 2016. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced loss of libido ("hormonal changes- sex drive problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain/loss weight gain (50 pounds)"), menstruation irregular ("reproductive system or consition type: irregular menses, amenorrhea") and amenorrhoea ("reproductive system or consition type: irregular menses, amenorrhea"). In 2011, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In 2012, the patient experienced pelvic pain ("chronic pelvic pain/pain"), abdominal pain ("abdominal pain/abdominal pain") and vulvovaginal pain ("sharp stabbing pain in vaginal region"). In 2015, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: numerous bladder infections"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),), surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),) and alternative therapy (diet and exercise). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, abdominal pain, menorrhagia, loss of libido, bladder disorder, urinary tract disorder, dysmenorrhoea, headache, nausea, vulvovaginal pain, menstruation irregular and amenorrhoea outcome was unknown and the pelvic pain, cystitis, dyspareunia, fatigue, migraine, weight increased and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, amenorrhoea, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, loss of libido, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, urinary tract disorder, uterine perforation, vulvovaginal pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pelvic pain, amenorrhea. Most recent follow-up information incorporated above includes: on 12-jun-2018: pfs and mr received. Evenst per pfs: hormonal changes- sex drive problems, infection (bladder/ urinary tract/vaginal) type: bladder infections, bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, migraines / headaches, nausea, pain, perforation (fallopian tube(s)), weight gain, cramping, irregular menses, amenorrhea, patient did not underwent essure confirmation test were added, patient's medical history was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation-please describe and stste location of perforation: punctured fallopian tube, uterine puncture or tears') and uterine perforation ('one of the coils had migrated/perforation-please describe and staste location of perforation: uterine puncture or tears') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included abdominal abscess, vaginal cyst, colitis, cervicitis, paratubal cyst and metrorrhagia. CT scan: essure coils. Left not seen on this study though seen on recent CT. Right coil appears slightly more medial in uterus than expected. A portion seen in the endometrial canal. Concurrent conditions included myalgia, lightheadedness, epigastric pain, stress incontinence, female and urinary frequency. Concomitant products included since 2016 and famotidine since 2016. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In 2010, the patient experienced loss of libido ("hormonal changes- sex drive problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menstruation irregular ("reproductive system or consition type: irregular menses, amenorrhea") and amenorrhoea ("reproductive system or consition type: irregular menses, amenorrhea"). In august 2010, the patient was found to have weight increased ("weight gain/loss weight gain (50 pounds)"). In 2011, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In 2012, the patient experienced pelvic pain ("chronic pelvic pain/pain"), abdominal pain ("abdominal pain/abdominal pain") and vulvovaginal pain ("sharp stabbing pain in vaginal region"). In 2015, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: numerous bladder infections"). In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("excessive and abnormal bleeding during menstruation"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),cystoscopy,) and diet and exercise. Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, abdominal pain, heavy menstrual bleeding, loss of libido, bladder disorder, urinary tract disorder, dysmenorrhoea, headache, nausea, vulvovaginal pain, menstruation irregular and amenorrhoea outcome was unknown and the pelvic pain, cystitis, dyspareunia, fatigue, migraine, weight increased and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, amenorrhoea, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, heavy menstrual bleeding, loss of libido, menstruation irregular, migraine, nausea, pelvic pain, urinary tract disorder, uterine perforation, vulvovaginal pain and weight increased to be related to essure. The reporter commented: leave taken from this job or other job for medical reasons-maternity leave. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: final pathologic diagnosis: uterus, cervix, and left fallopian tube, hysterectomy and left salpingectomy: uterus showing inactive endometrium. Uterine cervix showing minimal chronic inflammation. Left fallopian tube showing paratubal cyst. No malignancy identified.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pelvic pain, amenorrhea. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-may-2021: quality safety evaluation of ptc. Incident based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation-please describe and stste location of perforation: punctured fallopian tube, uterine puncture or tears') and uterine perforation ('one of the coils had migrated/perforation-please describe and staste location of perforation: uterine puncture or tears') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included abdominal abscess, vaginal cyst, colitis, cervicitis, paratubal cyst and metrorrhagia. CT scan: essure coils. Left not seen on this study though seen on recent CT. Right coil appears slightly more medial in uterus than expected. A portion seen in the endometrial canal. Concurrent conditions included myalgia, lightheadedness, epigastric pain, stress incontinence, female and urinary frequency. Concomitant products included since 2016 and famotidine since 2016. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In 2010, the patient experienced loss of libido ("hormonal changes- sex drive problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menstruation irregular ("reproductive system or consition type: irregular menses, amenorrhea") and amenorrhoea ("reproductive system or consition type: irregular menses, amenorrhea"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain/loss weight gain (50 pounds)"). In 2011, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In 2012, the patient experienced pelvic pain ("chronic pelvic pain/pain"), abdominal pain ("abdominal pain/abdominal pain") and vulvovaginal pain ("sharp stabbing pain in vaginal region"). In 2015, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: numerous bladder infections"). In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("excessive and abnormal bleeding during menstruation"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),cystoscopy,) and diet and exercise. Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, abdominal pain, heavy menstrual bleeding, loss of libido, bladder disorder, urinary tract disorder, dysmenorrhoea, headache, nausea, vulvovaginal pain, menstruation irregular and amenorrhoea outcome was unknown and the pelvic pain, cystitis, dyspareunia, fatigue, migraine, weight increased and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, amenorrhoea, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, heavy menstrual bleeding, loss of libido, menstruation irregular, migraine, nausea, pelvic pain, urinary tract disorder, uterine perforation, vulvovaginal pain and weight increased to be related to essure. The reporter commented: leave taken from this job or other job for medical reasons-maternity leave, diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: final pathologic diagnosis: uterus, cervix, and left fallopian tube, hysterectomy and left salpingectomy: uterus showing inactive endometrium. Uterine cervix showing minimal chronic inflammation. Left fallopian tube showing paratubal cyst. No malignancy identified. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pelvic pain, amenorrhea. Most recent follow-up information incorporated above includes: on 23-apr-2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change. Mr received- new reporter, medical history, lab data,removal details were added. Incident: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the coils had migrated") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain") and menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with surgery (total hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, device dislocation, menorrhagia and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.